Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose level was 220 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.